Manufacturer narrative:
(B)(4). It was reported that the device was used in a mildly calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported experience appears to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received indicating: it was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in a mildly calcified unspecified vessel using a proglide device. Reportedly, a cuff miss occurred with three proglide devices. The sheath sizes used were not provided. The sutures of two additional proglide devices were successfully placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, an unspecified device issue occurred with three proglide devices. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.